Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn 36226) persistently displays user advisory 12 (lifeband not present). The lifeband was replaced to troubleshoot the issue, but the ua12 advisory message persisted. Additionally, the customer reported that the autopulse platform makes a strange rubbing sound. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's reported complaint that the autopulse platform (sn 36226) persistently displays user advisory 12 (lifeband not present) was not confirmed in either the archive data or during functional testing. The customer's reported complaint that the autopulse platform makes a strange rubbing sound was confirmed during functional testing. The root cause of the reported issue was the build-up of dirt and debris inside the brake gap of the drivetrain motor, likely attributed to frequent use of the device over time. To address the issue, the brake gap was cleaned using ipa (isopropyl alcohol), and the problem was resolved. The archive data did not show any occurrences of ua12 around the customer's reported event date. The platform's belt switch assembly was inspected and was within the specification. A known-good lifeband was installed, and the autopulse platform was powered off and on multiple times. No issue was observed, and the reported ua12 advisory message was not replicated. Following service, the autopulse platform passed all testing criteria.